Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, patient (B)(6) underwent PICC catheterization. After the catheter was placed, a needle-free closed infusion connector was required to connect to the infusion set for infusion. During pre-flushing, it was found that the connector was blocked and could not be pre-flushed or used, delaying the patient's treatment time. The needle-free closed infusion connector was replaced and the problematic needle-free closed infusion was scrapped.

Manufacturer narrative:
Device evaluation: no samples were received for investigation of pr (B)(4), in which the customer has stated: "during priming, a blockage was found in the cap." The product in use at the time is reported to be a 2000e china. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.